Event description:
It was reported by dealer that the end user advised the bolt assembly that holds the seat saddle on the rear right side frame snapped inside the frame on the mvps wheel chair. The left side has already been replaced with the same issue and may have caused the cross brace bolt to bend.